Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device's cord disintegrated at the base. It is known that this event did not occur during surgery. It was reported that there was no pt/user injury related to this event. No add'l info is available.